Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that the rx voyager balloon ruptured at the first inflation during pre-dilatation. Another voyager was used to complete the procedure. Reportedly, there were no patient effects. No additional event or patient information was available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering determined that factors that can contribute to balloon ruptures include, but are not limited to, balloon damage during manufacturing, materials, interactions with other devices, patient anatomy, lesion calcification and tortuosity, or insufficient preparation prior to use. It is possible that the balloon material was damaged (scratched) during interactions with other devices, or the patient anatomy, such that the balloon ruptured upon inflation. Unfortunately, without the balloon catheter to examine, no conclusive root cause for the reported balloon rupture can be determined.